Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-03744. It was reported that a wire separation occured. A rotalink¿ plus and rotablator rotational atherectomy system were selected to treat the severely calcified target lesion. During preparation, test ablation was performed outside the patient. It was noted that the wire got separated. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The advancer was connected to the catheter. The advancer knob was returned independently to the complaint device. The advancer knob was reattached and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft was inspected and there was no damage noted. A test guidewire was attempted to be inserted into the burr of the catheter but this was unsuccessful as the annulus was blocked with dried saline and was found to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-03744. It was reported that a wire separation occured. A rotalink¿ plus and rotablator rotational atherectomy system were selected to treat the severely calcified target lesion. During preparation, test ablation was performed outside the patient. It was noted that the wire got separated. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good.